Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that the device was defective. There was a medical intervention that occurred on the patient (intradermal overlock). The skin was shredded in the dermatome. The event occurred during surgery. A 20 min delay occurred. The surgery was not completed with another device. An additional graft was not needed in order to complete the surgery.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was defective. There was a medical intervention that occurred on the patient (intradermal overlock). The skin was shredded in the dermatome. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4). As documented in the repair reports in vdoc portal services. The last repair was (B)(6) 2017 where it was reported that the dermatome was defective and the bearings, motor, and control bar were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on (B)(6) 2018 revealed that the motor was corroded but ran within specifications. The power cable was corroded and stripped at the output. The calibration was out of specifications at the zero, ten, and twenty settings. The control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the bearings, spring seal, switch, control bar, and set screws. Electric dermatome, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the power cable was corroded and stripped at the output. The calibration was out of specifications at the zero, ten, and twenty settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the power cable was corroded and stripped at the output. The calibration was out of specifications at the zero, ten, and twenty settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.